Event description:
The customer contact reported no flow. On an unspecified date, the male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified medication, either via a fluid warmer or a pump. After an unspecified length of time, no flow of solution was noted. It was reported that a kink was noted in the tubing proximal to the option-lok male adapter of the extension tubing set. The customer contact reported that the extension tubing set was either replaced or the kink was removed from the tubing and taped to reposition the tubing. There were no reported adverse patient effect and no reported delay in therapy critical to the patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.